Event description:
Pt fell and struck head on floor. Nursing orderly was using lift and strap on mechanical lift tore/broke, resulting in head injury; resident sent out and admitted.this info was submitted as follow-up 12/28/94: results of final internal investigation indicates no malfunction or defect of pt lift device. Key conclusions as follows: canvas sling attached to device was a "generic" sling (unable to identify MFR.) The generic sling tore/ripped. Employee used improper protocol for pt lifting (protocol called for two employee lift, employee performed lift by himself.